Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During preparation, when the package was opened it was found the catheter did not have the expected number of electrodes. Another catheter was used for the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
One 14-pole, inquiry steerable diagnostic catheter was received for evaluation. The returned catheter was a 14-pole, inquiry steerable diagnostic catheter, however, batch number 7397352 is for a decapolar, inquiry steerable diagnostic catheter. No other visual anomalies were noted. A 14-pole catheter was received with a label for a decapolar catheter, confirming the incorrect catheter was packaged in the box.